Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, vomiting, and regurgitation (reflux) are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number of the device. Device labeling addresses the reported event of band slippage, vomiting, and reflux (regurgitation) as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
A health professional reported: the patient presented complaining of vomit and reflux. An upper gi was performed indicating a band slip. The band was removed. The doctor attempted to treat the vomiting and reflux by removing the fluid from the band; however, the symptoms did not resolve. The serial number of the original band was not provided. No patient co-morbidities were noted. No information regarding needle type was listed. Follow up for further information is in progress.